Event description:
Consumer alleges that the boom keeps falling when trying to lift weight in the ghs350 lift. No injury is alleged.

Event description:
Consumer alleges that the boom keeps falling when trying to lift weight in the ghs350 lift. No injury is alleged.

Manufacturer narrative:
RMA has not been initiated for this issue. Model ghs30-1 serial number/date code unknown is approximately unknown age. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
RMA has not been initiated for this issue. Model ghs30-1 serial number/date code unknown is approximately unknown age. The user manual part number 1024992 was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown (B)(4) - initial MDR listed invacare as manufacturer. The correct manufacturer is (B)(4).

Event description:
Consumer alleges that the boom keeps falling when trying to lift weight in the ghs350 lift. No injury is alleged.

Manufacturer narrative:
(B)(4) 2014 - this report is follow up 002 to complete the information.